Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 2 years of battery life to 10% of battery life remaining quicker than expected. A request was made to have data from this device analyzed. Data analysis results are still pending. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 2 years of battery life to 10% of battery life remaining quicker than expected. A request was made to have data from this device analyzed. Data analysis results are still pending. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported.